Event description:
It was reported that during a stent graft placement procedure in the bilateral iliac artery stenosis, the stent allegedly could not be released normally. It was further reported that two gore stents were implanted to end the operation. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not returned for evaluation. However, based on photos of three devices, fracture of the outer sheath of all three stent graft delivery system could be confirmed. In addition, x-ray images were provided showing the aortic bifurcation without any indication for a difficult anatomy of the target lesion. There was no reported use of incompatible accessories, no difficult patient anatomy was reported, and the lesions were predilated. Based on photos provided, the outer sheaths of the delivery systems were found fractured, which resulted in failure to deploy the stent graft. Therefore based on photos provided, fracture of the outer sheath of all three stent graft delivery system could be confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk associated with the reported failure was found addressed as the instructions for use states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instructions for use states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instructions for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician." H10: d4 (expiration date: 06/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.